Event description:
It was reported that during the priming of a revaclear 400, fluid was observed to be leaking from the connection between the header and the shaft of the dialyzer. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. The sample was analyzed, which included leak, priming and pressure testing with no issues noted. The device passed both the priming as well as a pressure test. No leaks were observed. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.